Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased parathyroid hormone (ipth) results while using the architect i2000sr analyzer. The following results data was provided by the customer (customer reference range 15-68.3 pg/ml): initial 3.11 pg/ml, retests: 565.8 and 546.4 pg/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Conclusion code changed. The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified for the architect i2000sr analyzer, list number 03m74.

Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a review of the analyzer service history, a search for similar complaints, and a review of labeling. Review of the instrument service history identified no contributing factors on or around the date of the complaint. Tracking and trending did not identify any systemic issues or adverse trends of the probe with regards to injury. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.